Event description:
The tines of a 5 mm toothed allis grasper kit broke off after md placed the instrument into the abdomen of the patient during lap cholecystectomy case. All of the instrument was removed under direct visualization by md.